Manufacturer narrative:
The cartridge was discarded, therefore, the exact cause of the alarm and reported collapsed tubing could not be determined. There have been no other similar problems reported with this or any other lot of cartridges. This appears to be random, isolated event. Co will continue to monitor as part of the routine complaint process. Facility staff is aware of the event. Co considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Approx one hour into a routine hemodialysis treatment, a venous air alarm occurred which could not be resolved. Rinseback could not be performed due to collapsed venous tubing resulting in an estimated blood loss of 150cc. No medical intervention was required.